Event description:
Allegedly incorrect screw in package.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: device failure occurred & was related to event. Product not returned. Complaint history reviewed. Use of device not applicable.

Event description:
Allegedly incorrect screw in package.